Event description:
The iab was inserted into the pt on 9/23/97 at 8:30 a.m. On 9/25/97 at 10:30 a.m., the dr had difficulty removing the iab from the pt. The pt bled post iabp removal. A hematoma formed and the pt was taken back to the o.r. For femoral repair. On 10/28/97, datascope was notified that it is the policy of the facility not to release the iab. Event complications: difficulty removal/bleeding/hematoma/rem. Repair - rpt'd 10/20/97. Pt current status: discharged - rpt'd 10/20/97.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.